Manufacturer narrative:
The medical center did not retain the impella pump or introducer sheath for any investigation or benchtop analysis to root cause. Clinical details have been asked of the medical center, as has the request for imaging. We have learned that the patient had no known underlying peripheral arterial disease that may have contributed. Should more details be shared that leads to root cause, a final report will be forthcoming.

Event description:
The medical center had an impella cp support placed via the right femoral artery. The cp was placed at the tertiary center after patient transfer from the community facility. The cp limb was ischemic and a bypass externally was placed to return perfusion to the limb. The team later made choice to explant and escalate care to the axillary placed impella 5.5 pump. The cp had supported the pump for just over 11 hours.